Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose was 546mg/dl. The customer's current blood glucose was 145 mg/dl. Customer was experienced different blood glucose level was 119, 546,145 mg/dl as well as symptoms like vomiting. Troubleshooting was done. Based on customer report customer does not allege pump was under delivering. The reservoir will not be returned for analysis.